Event description:
Customer reported that the pt returned in 2006 and was noted to have what apeared to be mild dehiscence of wound four weeks following surgery in 2005. No infection was noted. The area was cleaned, steri-strips applied and prophaylatic antibiotics were perscribed. In 2006 two areas of festering granulation tissue with no signs of infection were noted. The pt was brought back to the or the next day for irrigation. Debridement and excision of granulation tissue.

Manufacturer narrative:
H6-conclusion: no conclusion can be drawn at this time. The manufacturing sterilization record of this lot were received and the lot met all sterilization release criteria.